Manufacturer narrative:
(B)(4). Method: two complaint mr290v humidification chambers were returned to fph (B)(4) for investigation (device #1: lot 160405, manufactured on 5 apr 2016; device #2: lot 2100032473, manufactured on 16 mar 2016). The devices were visually inspected, and fourier transform infrared spectroscopy (ftir) and scanning electron microscopy with x-ray microanalysis (sem-eds) was performed of the white substance, which was found on the chambers. Results: visual inspection of the chambers revealed that a white powdery residue was found on the outside and the inside of both chambers. The chamber base of device #1 was found eroded on the inside and the outside and holes were found where the base was eroded. When the thick white powdery residue was removed from the outside of device #2, cracks on the chamber dome were found near the base next to the chamber brackets and underneath the ports. The white powdery residue was further investigated by ftir and sem-eds analysis, which revealed that the white residue contained sodium compounds, which are of external origin and that are commonly used in cleaning agents. Conclusion: the white residue suggest that the damage was caused by the chamber coming into contact with a cleaning solution which has resulted in environmental stress cracking of the chamber dome. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The chamber would have met the required specification at the time of production. Moreover, analysis of the white residue revealed that it was of external origin and likely a chemical substance that is used in cleaning agents. The user instructions, which accompany the mr290 autofeed humidification chambers state the following: - do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Event description:
A hospital in (B)(4) reported via a fisher & paykel healthcare field representative that the mr290v vented humidification chambers had a "crystallization phenomenon" that lead to cracks and leaks in the chambers. No patient consequence was reported.